Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o-ring, o2 and n2o needle valves were recommended for replacement to resolve the issue.

Event description:
The hospital reported a malfunction that could cause a hypoxic mix in the patient circuit. There was no report of patient involvement.